Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the operation went as planned. 3 days post operatively, patient came back with sepsis due to a leak at the staple line. This extended patient hospitalization and medical/surgical intervention was required. 2 more surgeries including an ileostomy was done to resolve the complication.